Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were received for evaluation. Evaluation status: 2 events were confirmed during testing. 2 devices were found to be bent. 4 device evaluations are in progress. Additional information: 6 devices are not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was bent. 6 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was bent. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 6 total events were initially reported. 4 previously reported events are included in this follow-up record. Product return status 4 devices were received.    Evaluation status 4 reported events were confirmed during testing. - 4 devices were found to be affected by a bent foot.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.